Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported on (B)(6) 2011, she inserted a new infusion set, began her day and then went to a party that evening. Pt stated she noticed her blood glucose continued to elevate after several boluses. Pt reported when she arrived home she noticed the infusion headset had completely come out of her body and the cannula was flat and bent over with insulin underneath the adhesive. Pt stated she changed the infusion headset and bolused 15.0 units of insulin and then 10.0 units of insulin with the infusion device. Pt reported her blood glucose would not return to her normal target range of 120mg/dl. Pt stated she began vomiting and needed medical attention because she was unable to lower her blood glucose and became dehydrated. Pt reported the emts transporter her to the hospital where her blood glucose was over 800 mg/dl. Pt stated she was treated with an insulin drip, saline fluids and remained on the infusion device. Pt reported she remained in the hospital for 6 days and was discharged on (B)(6) 2011 when her blood glucose returned to the normal range of 120 mg/dl. Pt stated she discarded the alleged infusion sets. No product return was requested.